Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "suspected rupture, capsular contracture baker grade 4, bii symptoms," and "my issues and recall¿. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported, via regulatory agency, the event of "suspected rupture and capsular contracture, baker grade 4." Additionally, patient reported "bii symptoms," this event is not related to the device. Device has been explanted. This record is for an unknown side.